Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the surgeon was going to perform a laparoscopic lobectomy procedure, but during the set-up of the device it was impossible to load the loading unit in the stapler. Also, the stapler did not fire. The surgeon was not able to press the green button and squeeze the handle. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload had a full staple complement. Functionally the reload was loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the surgeon was going to performed an laparoscopic lobectomy procedure, but during the set-up of the device it was impossible to load the loading unit in the stapler. Also, the stapler did not fire. The surgeon was not able to press the green button and squeeze the handle. They changed the stapler and loading unit to complete the case. They tried to load the loading unit in an other stapler but the problem was the same. There was no problem when they took another loading unit. There was no patient involvement.